Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels. Customer's blood glucose level was 431 mg/dl at 4:00 am. Customer treated their high blood glucose level via manual injection. Customer's current blood glucose level was 290 mg/dl. Customer had large ketones and changed out their infusion set. Customer's parent declined to troubleshoot for high blood glucose levels.